Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump stopped working. Customer's blood glucose was 9.0 mmol/l. Customer was attempting to change the infusion set and the device was stuck in the rewind loop and insulin was squirting out. Customer wasn't wearing the device during primed. Troubleshooting was performed and customer was unable to exit the fill tubing loop and the device wouldn't rewind. Insulin continued to squirt out and no numbers appeared on the device. Customer was advised the device needed to be replaced.

Manufacturer narrative:
The insulin pump passed displacement test. The insulin pump alarmed motor error during basic occlusion test due to loose /flush drive support disk. The insulin pump was unable to perform prime test, occlusion test or excessive no delivery test due to motor error alarm. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.